Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the tip of the device fractured and became separated. Another two wires were attempted to be used to removed the separated piece, but the piece was unable to be successfully removed. The piece remained in the patient.